Event description:
Pt involved in mva several years ago and underwent fixation of the humeral shaft fracture. She subsequently developed nonunion with broken hardware and an unstable arm. Surgery was recommended to remove the previous broken hardware and to revise her fixation to encourage healing of the nonunion.